Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a power cord that needed to be replaced was confirmed by baxter personnel during product evaluation. The root cause was assigned to a missing power cord. The power cord was replaced to correct this condition. Additional information: a service history review has revealed that this pump has not previously been serviced by baxter and, therefore, the reported condition is not related to any previous reported problem. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter australia and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available

Event description:
During service by baxter (B)(4), a colleague infusion pump had the power cord replaced. This condition had the potential to interrupt delivery. It is unknown when or where this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.